Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a error err121. There was no report of injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver finding no observations related to the customer complaint. Data was downloaded from the receiver and reviewed, finding a hardware error. The complaint of the receiver displaying an error icon was confirmed. The root cause was determined to be a ui-u1 board failure.